Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
A site rep reported that they received an error message regarding the connection to the localizer and then intermittent communication with the camera after pt registration. He said that he left the stealth idle while completing another task for 10-15 minutes. He said he had not gone sterile yet. The surgeon completed the procedure without the use of the stealthstation with no impact on the pt outcome.